Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 10037 was not verified. The event log did shows error code 10037 after power down. Service replaced the motor as a preventative measure. Service was not able to replicate the customer issue. Use testing was performed. The problem source is unknown.

Event description:
Received additional information - no patient involvement, occurred during testing and updated event date.